Manufacturer narrative:
Product analysis: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The initial reported event of "it was reported that the lead revealed high impedance, oversensing and triggered a lead integrity alert. The lead was removed and replaced. No patient complications have been reported as a result of this event." Was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead triggered a lead integrity alert (lia) for high pacing impedance, oversensing and elevated sensing integrity counter (sic). As well, the lead had an apparent fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.